Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted contrast visible on the tip and shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was torn at the distal end of the distal seal and was still attached. The material at the tear was jagged. There was a kink in the shaft at the distal end of the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. It is likely that the guide wire and stent delivery system (sds) were not properly supported during the attempt to insert the guide wire, resulting in the guide wire protruding through the tip and contributing to the noted tear as there was no damage noted to the tip during removal of the protective sheath which suggests a product deficiency did not contribute to the reported difficulties. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficulty inserting the guide wire or tip damage for this lot. There is no indication of a lot specific product quality deficiency. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all sds are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, an attempt was made to insert the otw promus stent system on the balance middleweight universal guide wire outside of the anatomy; however, the guide wire exited the catheter shaft at the distal end. The stent system was removed and another promus stent system was used successfully. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the tip of the stent system was nearly separated.